Event description:
In 2009, the pt was surgically treated for an abdominal aortic aneurysm with a gore excluder aaa endoprosthesis. After deployment of the trunk-ipsilateral leg component the intra-operative imaging revealed that the contralateral gate was not fully opened. The physician then performed an aortic uni iliac procedure with a fem-fem bypass using a gore excluder aaa endoprosthesis trunk-ipsilateral leg component. The pt tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note additional device implanted pxt281412.